Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy under the back te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse advised using over-the-counter benadryl for the irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.